Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage; damage was noted to the most proximal stent strut row with struts lifted. The crimped stent outer diameter of the undamaged section of the stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.